Manufacturer narrative:
After further review of additional information received. (H3) as reported, approximately four years post ltka, patient visited the surgeon for a reason not reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately four years post ltka, patient visited the surgeon for a reason not reported.